Event description:
Healthcare professional reported, right side rupture. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photographic device evaluation: a review of the device through photographs noted, an opening on the device. However, the assessment of the opening cannot be confirmed, as microscopic analysis is not possible.

Event description:
Healthcare professional reported right side rupture. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as surgical impact opening. ¿ as per the investigation procedure, non-penetrating nicks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.